Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels displayed as "high" although specific value was not provided from (B)(6) 2023 to (B)(6) 2023. Cause was unknown. Reportedly, the customer received a third party assistance from their diabetes educator, helping to replace infusion set and deliver a correction bolus via pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.